Event description:
It was reported that an arteriotomy closure of a moderately calcified left common femoral was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The safety and effectiveness of the perclose proglide device have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.